Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon had difficulty in crossing and it was very difficult to insert into the lesion due to calcification. Eventually, it was able to cross the lesion and dilatation was performed; however, it was noted that the balloon ruptured at 12atm. The procedure was completed with another of same device. No patient complications were reported.